Manufacturer narrative:
The na electrode lot number was dce06. The expiration date was not provided. The qc was within range prior to the sample measurement. The field service engineer found that the cause was due to a hole in the rinse tubing. He replaced the worn rinse tubing, adjusted the rinse volume, and the detergent concentration. He then performed cell detergent prime, checked gear pump pressure, horizontal probe adjustments, and inspected the ise block. Precision studies were performed, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Results for the sodium (na) test were affected. Initial result: 175 mmol/l. An invalidating flag accompanying the sample result of a different patient prompted the repeat of this sample on another c501 module. Repeat result: 138 mmol/l. The repeat result was deemed to be correct.